Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that ventilator alarmed for high continuous pressure during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No service has been performed on the ventilator. The ventilator logs were saved and sent for evaluation. Evaluation of received event log confirms alarms indicating a high continuous pressure situation. In case of a high continuous pressure alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. On the reported event date no patient ventilation is performed. However on the evening of (B)(6) 2018, alarms for high continuous pressure started to be generated and this alarm continued until the ventilator was set to standby by the user in the morning on (B)(6) 2018. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The sudden start and frequent generation of the high continuous pressure alarm indicates that the expiratory resistance had increased at the time for the event. Since the issue was solved with a new ventilator, new patient breathing circuit and that no fault was found with the involved ventilator the most likely cause of the increase in airway pressure was an occluded expiratory bacterial filter. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).